Event description:
The customer reported being exposed to no foam reagent while using the unicel dxc 600 synchron clinical system. At the time of the incident, the operator was changing the no foam reagent following proper procedure for venting and removing the bottle cap. However; the cap broke and sprayed the operator with the reagent. The customer was wearing appropriate personal protective equipment (ppe); consequently, only the skin of the face came in contact with the reagent. There was no contact with mucous membranes or open wounds. No injuries occurred and medical attention was not sought as a result of this event. It is unknown if the material safety data sheet (msds) was reviewed, however, it is readily available. There was no death or injury attributed or associated to this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Per the material safety data sheet (msds) this reagent is non-toxic and non-carcinogenic. Service was initiated to replace the broken cap. Based on available information, the root cause for exposure may be associated with the broken bottle cap. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.